Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. In addition to the e216 scope communication error due to corrosion on the plug unit, the evaluation findings are as follows: the forceps channel port had a dent, the grip was dirty, the control unit had corrosion due to water leakage, the scope cover had corrosion due to water leakage, the scope cover unit was deformed, the scope cover unit had a scratch, the scope connector had corrosion due to water leakage, the plug unit had corrosion due to water leakage, the circuit board unit in the scope connecter had corrosion due to water leakage, the micro connector unit in the scope connector had corrosion due to water leakage, due to wear of angle wire, bending angle in the "up" direction did not meet the standard value, due to the adhesive peeling on the bending section cover, the connection between the bending section and connecting tube was detached, the connecting tube had a dent, and the universal cord had a scratch and dent. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the leakage tester of evis exera iii bronchovideoscope was loose/rotates. The issue was found during reprocessing. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, it was found that an e216 scope communication error occurred. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following fields were updated: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 3 years since the subject device was manufactured. Based on the results of the investigation, fluid invaded the scope connector due to physical stress during handling device by the user. The fluid invasion caused the printed circuit board (pcb) in the scope connector to be damaged, as a result, error message was displayed. The event can be detected by handling the device in accordance with the following section of the instructions for use (IFU): "inspection of the endoscopic image." The event can be prevented by handling device in accordance with the following section of the instructions for use: -do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. -important information: please read before use- precautions for disappeared or frozen endoscopic image- before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction. Olympus will continue to monitor field performance for this device.